Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field events of t-wave oversensing and inappropriate therapy were confirmed via review of electrograms. The device was tested using automated test equipment and no device anomaly was found. The root cause of the oversensing was not determined.

Event description:
It was reported that a dehydrated patient presented to the ER with post-sensed t-wave oversensing on the device. The oversensing was noted on stored egm. The patient received inappropriate atp and hv therapy. Programming changes were recommended. The device was explanted the following day.